Event description:
A customer contacted baxter's technical service center requesting assistance with an alarm on the home choice (hc) machine during prime. During troubleshooting, the patient reported a small leak in the cassette. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cassette had a small leak. The patient was doing fine with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a leak was not confirmed and the cause was not identified because the sample evaluation could not confirm this issue and the patient did not describe any type of use error that might have caused a leak. Two used sets in reference to leak were evaluated. Sets were rinsed with 1:10 bleach solution for disinfecting. Sets were visually inspected with solution noted throughout sets. Sets were placed on machine for priming with no alarms noted. Sets were then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. A batch review was performed and no issue or exceptions were noted during manufacturing.